Event description:
On (B)(6) 2009, the patient's wife reported that insulin had been spilled in the cartridge compartment of the infusion device. Upon follow up with the patient on (B)(6) 2009, he stated that no insulin had been spilled in the cartridge compartment, but he had noticed condensation. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.